Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the unit would not power on and it was attributed to a bad power supply which was therefore replaced. Analysis also noted a cracked latch tab on the power cord bay and the bay was also replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer was on prior to a power shortage in the cath lab and it shut down suddenly. The technician was unable to power the programmer on again even though multiple power outlets were tried. It was noted that even at a totally different location it was tried again. The programmer was returned for service. There was no patient involvement.